Manufacturer narrative:
(B)(4) d10: 32mm size gg elevated rim liner use with 48mm o.d. Size gg shell item: 00875200832. Lot: 63225292. Bone screw self-tapping 6.5 mm dia. 40 mm length item: 00625006540. Lot: 63289719. Bone screw self-tapping 6.5 mm dia. 20 mm length item: 00625006520. Lot: 63296125. Bone screw self-tapping 6.5 mm dia. 20 mm length item: 00625006520. Lot: 63272712. 48mm o.d. Size gg porous uncemented with multi-holes shell use with gg liners item: 00875704802. Lot: 62990313. Cer bioloxd option hd 32mm item: 650-1056. Lot: 007000. G2: foreign ¿ canada . The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 1-month post implantation due to dislocation. During the revision, noted periprosthetic fracture of the pelvis posteriorly to the acetabulum including the acetabular roof. An old pseudotumor was excised. The fracture is repaired using a plate, screws, bone cement along with a shell, head, and taper adapter without complications. It was confirmed that no further information could be provided.